Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving replace belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (replace belt messages) was confirmed. As received, the electrode belt failed the full belt gel circuit test. The cause was a defective u723, a low capacitance, low charge injection multiplexer, on the distribution node (dn) pca. Pins 10, 11, and 12 were out of tolerance. The root cause for the out of tolerance component was unable to be positively determined. No adverse event resulted from the out of tolerance component. The pt received a replacement electrode belt.